Event description:
Please be informed that after the subsequent review of the following literature article, depuy synthes noted a potential adverse event regarding a non-synthes product: xia - unknown quantities. The literature citation is: marintschev, ivan (2010). Navigation of vertebra-pelvic fixations based a on CT-fluoro matching. European spine journal, volume 19: p1921-1927. 132268. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).